Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine tha the surgeon complained that the srom t-handle felt loose at its connection with the reamer, causing the instrument to turn prior to turning the reamer itself. There was no reported delay or patient consequences and the procedure was completed as planned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d9 corrected: h3.